Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -could you please confirm the lot number? 1064um - could you kindly perform and document the follow-up attempt for the product return? Yes ¿ 1 ea sterile for testing furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: sa. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cerclage procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the account contact to the sales rep that during a cerclage procedure, the needles coming off too easily. No patient consequences. Device will be returned. No adverse patient consequences were reported. Additional information was requested.